Event description:
Boston scientific received information that this right atrial (ra) lead and pacemaker exhibited low out of range pacing impedance measurements and high pacing threshold measurements. The physician was going to continue monitoring. No adverse patient effects were reported.

Manufacturer narrative:
This is duplicate information to report 2124215-2016-00973.

Event description:
Boston scientific received information that the right ventricular (rv) and right atrial (ra) leads were surgically abandoned due to impedance measurement issues. The pacemaker was also explanted during the procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.